Event description:
The customer reported that the displayed heart rate for pads (and leads) ECG was twice the rate than the pt's actual heart rate. There was no impact to the pt.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.